Event description:
It was reported that a physician completed a novasure endometrial ablation on (B)(6) 2015. During post hysteroscopy, the physician visualized "flakes from the [electrode] array in the cavity". The physician then removed the flakes and the patient was fine.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Results - upon visual inspection of the returned novasure disposable device, an approximately 20mm diameter hole was observed on the bottom side of the array near the proximal array end. This was most likely caused by excessive longitudinal retraction force exerted on the array after the procedure, resulting in abrasion of the array against the external sheath distal tip. It is possible that some gold material was removed due to the array damage but this cannot be conclusively determined since the material was not returned for analysis. Additionally, since the novasure device array material has passed biocompatibility testing, the risk to the patient is considered to be low. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).